Event description:
This is being filed for entrapment of the device on the leaflet and gripper actuation issues. It was reported that on (B)(6) 2022, a patient presented with grade 4+ degenerative mitral regurgitation (mr), a p2 flail, and p2 prolapse. While grasping the leaflet with an xtw clip, the anterior leaflet was stuck on the anterior gripper. The gripper could not be raised or lowered. It was stuck in the raised position. Ran through troubleshooting steps, locking the clip, unlocking and locking a few times, cycling the grippers, and taking tension out of the system, and turned the drips up to try to flush out the system. The gripper still could not be lowered. The leaflet could not be removed from the gripper. Imaging was also difficult. A good grasp was possible on the posterior leaflet despite anterior leaflet entanglement, and it was decided to implant the clip as it was stable and well seated on both leaflets. Another clip was implanted to further reduce the mr to 1-2. There was no adverse patient effect, tissue damage, and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported anterior leaflet stuck on the anterior gripper appears to be related to procedural condition and the gripper actuation issue appears to be due to the entrapment. The reported poor image resolution was due to imagining difficulty. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na.